Event description:
It was reported the patient received the following results within 10 minutes: 102 mg/dl and 202 mg/dl. He also reported a separate set of results within 10 minutes: 142 mg/dl, 167 mg/dl, 123 mg/dl, and 74 mg/dl.